Event description:
It was reported that durom cup was removed. There was no bone ingrowth on any portion of the cup.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.